Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead 2005-(B)(6); 8042b bi-ventricular pacemaker 2009-(B)(6); 5568 implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedances and high thresholds. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.